Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) during use (patient not connected), the home patient (hp) stated he changed the cassette and not the bags. The baxter technical service representative (tsr) advised the hp to setup with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the care giver (cg) regarding the reported problem, it was revealed that they did start over with a new setup, and the hp was able to finish therapy without further problems. The cg stated the hp is doing a lot better overall with therapy, everything is going good.